Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The usb and axiem comm internal cables were replaced. The hardware, software, and instruments then passed the system checkout. The system was found to be fully functional. The usb cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned axiem comm internal cable found that the reported event was related to an electrical issue. The reported event was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the axiem box had a red status when the system was turned on.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.